Manufacturer narrative:
A review of the device was completed and found no issues with the device that would have caused the adverse event.

Event description:
Burn on axilla, now experiencing hyperpigmentation.